Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 540 mg/dl and diabetic ketoacidosis, and vomiting. The cause of elevated bg was unknown, however customer's healthcare provider believes customer had a non-tandem infusion set site issue; this could not be confirmed. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.